Event description:
It was reported that the insulin pump alarmed button error after being exposed to water. The customer stated that they were changing the infusion set, while their hair was wet, and water leaked from their hair onto the insulin pump. The customer stated that they were able to clear the alarm but then the keypad became unresponsive. One of the buttons was not responding. The customer's blood glucose was 180 mg/dl. Also, the customer stated that a piece of the reservoir compartment was broken off and there were scratched on the display of the insulin pump. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly. Also, the insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, scratched lcd window and cracked battery tube threads.